Manufacturer narrative:
As it has been determined that this event is already captured in our existing complaint handling system, unreporting the previously reported lymphoma-alcl-suspected as the complaint is a duplicate. Additional, changed, and/or corrected data: b5, h6.

Event description:
As it has been determined that this event is already captured in our existing complaint handling system, unreporting the previously reported lymphoma-alcl-suspected as the complaint is a duplicate.

Event description:
Patient's representative reported "among the 26 cases of bia-alcl observed in the country, 22 were linked to allergan's biocell implants". Histopathological markers cd30+ and alk- have not been received. This record is for an unknown side. Device status is unknown.

Manufacturer narrative:
The event of lymphoma alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma ¿ alcl suspected.